Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of infusion set tubing detached from hub. The infusion set had been used for 2 days. The blood glucose level was 160 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.